Event description:
It was reported that the 9800 system rebooted and had a problem with the collimator. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.